Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the supplier facility and evaluated. The sales rep reported an issue of the device was scratched. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the outer tube and illumination fiber at the distal tip were damaged. Also, there was shaver damage to the distal tip and high voltage flash over from electrode. The issues were resolved with spare parts and the device was found to be working according to the specifications after carrying out the repair activities. User mishandling and/or lack of maintenance can be the most probable root causes of the damages observed. However, a definite root cause cannot be determine with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the sales rep that prior to a shoulder scope procedure, it was observed that the hd arthroscope/sinuscopes 4.0mm x 30 deg x 167mm (mitek lock) was scratched. During in-house engineering evaluation, it was determined that the outer tube and illumination fiber at the distal tip were damaged. Also, there was shaver damage to the distal tip and high voltage flash over from electrode. The procedure was completed with another scope with no patient harm or surgical delay to the case. No additional information was provided.